Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set w disconnects. The following information was received by the initial reporter with the following verbatim it was reported by customer that the tubing became disconnected just below the clip that goes into the alaris pump.

Event description:
No additional info.

Manufacturer narrative:
One sample model 2420-0007, lot 25025068 was returned for investigation. The set was examined for defects and abnormalities. The tubing was separated below the pump safety clamp. No other defects or abnormalities were observed. The customer complaint was verified and a quality notification was sent to the manufacturer. From the manufacturer's investigation, the reported lot was manufactured on feb 2025, actions were taken for a similar condition reported after the lot was manufactured. The following actions were defined: an accessory is to be implemented to the medica solvent dispenser that assists the production personnel in guiding the tubing to the insertion point. Approved on oct 30th, 2024. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.